Manufacturer narrative:
This history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.

Event description:
The customer reported that the cuff pressure could not be maintained. The pt was re-cannulated. It was reported that pre-testing of the tube was performed.